Event description:
The patient was implanted at noon and since recovery had severe abdominal pain; the stimulation system had not been turned on yet. The pain could not be controlled, so the surgeon performed a revision that evening and pulled the lead down. Originally the lead was just past t7/t8; the surgeon pulled it down so it was just at t7/t8 and all of t9 was covered. The patient still reported severe abdominal pain whether the stimulation was on or off. The patient was admitted to the hospital. The stimulation was turned on the next day and the patient reported great coverage. The physician planned to re-evaluate the patient the next day. Approximately 4 weeks later, it was reported that the patient had progressively improved over the last several weeks and his system had recently been turned on. He was getting great coverage and was happy with his system.